Event description:
It was reported that a user experienced recurrent low glucose events at night with post-dinner hyperglycemia followed by nocturnal hypoglycemia while using the ilet system, leading to guidance to perform a factory reset, repair the ilet and paired app, and review best practices and low glucose treatment. Symptoms included low blood glucose with alarms indicating hypoglycemia. Outcomes included self-treatment with oral glucose per education and no hospitalization. Investigation included troubleshooting with the user, review of low glucose protocol, adjustment of carbohydrate treatment for alarms, factory reset, and device-app re-pairing. Investigation of this case revealed no confirmed device malfunction and that education on hypoglycemia treatment and device setup was provided. It was concluded that the event was consistent with hypoglycemia of unclear cause, with user education and system reconfiguration completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.